Event description:
Additional information received reported that the patient also experienced some tingling around the mouth and lip. The symptoms did not occur while the patient was going through the theft detector, but happened after he was in the store for a few minutes. It was noted that the system was working fine. Impedance values were within range before the patient entered the store, and were comparable once the patient began feeling the symptoms. It was thought that emi could be causing overstimulation, and having the patient turn down stimulation to a point he could tolerate his tremor not being completely controlled could potentially help resolve the symptoms. The patient tried this but could only tolerate a 0.3v reduction on account of loss of tremor control. This reduction did not make a difference in his symptoms. As nothing more could be done, the patient elected to have his device upgraded to an activa pc. His replacement was scheduled for (B)(6) 2012.

Manufacturer narrative:
Analysis of the implantable neurostimulator, serial number: (B)(4), found the functionality was okay, with no significant anomalies.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 7436, serial# (B)(4), product type: programmer. Patient product ID: 3387s-40, lot# v015148, implanted: (B)(6) 2007, product type: lead. Product ID: 3387s-40, lot# v014846, implanted: (B)(6) 2007, product type: lead. (B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received reported that impedance measurements at the scheduled replacement were still normal. The patient's ins was replaced and no malfunctions were noted at the time of explant. The system issues could not be explained through data that could be captured through the device itself. There was no patient injury, and the patient recovered without sequela. It was reported that two days after the replacement the patient used his wifi and did not experience the headache or nausea symptoms that he previously reported. The patient was doing great and was very happy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt sick to his stomach, had headaches, nausea, was disoriented, and tired. This happened while using a (B)(6) pocket wireless internet device (wifi). This was not a cell phone but an independent wifi device that received signal from satellite. The patient also reported that these symptoms occurred while walking through security screener/metal detectors at retail stores. However, the patient did not have a return of tremor when this occurred, it was believed that the device was still on. The magnetic reed switch was disabled. The patient had previous issues with the device turning off and a return of tremor because of the magnetic reed switch. This occurred approximately 2 months prior and also happened while riding on bus at the airport and also near remote gps equipment (B)(4). The patient reported that when he experienced these symptoms from (B)(6) and security screeners, there were no tremor symptoms. But when the patient programmer was placed over the implant and was turned on, he immediately felt better. He also immediately felt better after leaving the store or turning the wifi off. It was confirmed that the patient was using the correct on button to control the device. Palpitation of the implantable neurostimulator (ins) was done with no change in symptoms/feelings. It was unclear why pressing the button helped to stop nausea/symptoms since the device was on and the patient's tremor symptoms were still under control. The patient met with his physician on (B)(6) 2012. Additional information has been requested, but was not available as of the date of this report.